Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (pvt) according manufacturer specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced a blank display. The ventilator was not being used on a patient at the time of the event. The date of the event is unknown. No additional information is available at this time.